Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. The customer's blood glucose was 213 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.